Event description:
It was reported that after the pocket was closed, it was determined that the right ventricular (rv) lead had dislodged. The pocket was reopened, and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.